Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- the most probable cause traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a noisy screen. The issue was found during maintenance. There were no reports of patient involvement.